Event description:
It was reported that patient presented to clinic for follow up, the pacemaker was manipulated by the patient and caused the atrial lead to be twisted. The twiddled effect had led to atrial lead dislodgement as confirmed under x-ray. Additionally, the atrial lead exhibited failure to capture due to dislodgement. The atrial lead was explanted and replaced with a new lead. The patient was stable throughout.